Manufacturer narrative:
In response to FDA report number: mw5085522. Allergan is unable to contact reporter, as no contact information was provided, therefore additional event, product, or patient details are not attainable. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported to regulatory agency "my first saline allergan implant leaked within four years." This record is for an unknown side. Device has been explanted.